Event description:
Pt was undergoing an ercp with biliary stent removal, stone extraction and sphincterotomy, and during maneuvers of trying to remove the stone the basket became imbedded around the stone in the duct wall. The wire was cut to facilitate removal of the scope requiring open surgical removal.